Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported no external power alarms associated with low speed and pump stop events. Although a specific cause could not be conclusively determined, as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. The submitted log files collectively contained events from 01feb2026 through 04mar2026. Intermittent low speed events and pump stop events were captured on 10feb2026 through 12feb2026, 14feb2026 through 19feb2026, and 23feb2026 through 04mar2026 while the patient was connected to the power module and battery power. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), and driveline repair, lot number 10637503 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient experienced frequent low-speed and low flow events, as well as pump stoppages. The patient became highly symptomatic and experienced episodes of passing out, which led to severe anxiety. As a result, the patient decided to change code status. The outcome was considered to be device related. The device operated as expected; however, there was an issue involving a phase-to-phase.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a known phase to phase had a no external power alarm while on fully charged batteries. The log file contained multiple abnormal pump stop, low speed, and low flow hazard events while connected to the patient cable. This type of behavior had been linked to a potential issue with the percutaneous lead. The patient's record indicated that the patient already received a driveline repair, and this data suggested the short to shield was internal. In order to prevent further interruption in support would be beneficial to keep the ventricular assist device (vad) connected to battery power underground cable going forward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was taken to hospice, the patient was later deceased, and the pump was turned off.